Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead dislodged about two months after implant. A lead repositioning was attempted but after multiple attempts to locate an adequate position, was unsuccessful and physician chose to use another lead. No patient complications have been reported as a result of this event.